Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 4. The hp stated all bags were empty. The baxter technical service representative (tsr) assisted the hp with troubleshooting. The hp stated a clamp was open on the unused line. The tsr explained the clamp should be closed to prevent this alarm. The tsr had the hp cycle power to clear the alarm. The tsr instructed the hp to contact the dialysis nurse about missed therapy. On (B)(6) 2011, product surveillance spoke with the hp who stated this was an isolated event. The hp confirmed no infection developed as a result and no medical intervention was necessary. The hp further reported that he is currently on hemodialysis as his catheter was replaced last week. The hp stated he is healing fine and should be back on pd therapy in a few weeks. The hp stated the catheter tube 'knotted off' so it was replaced. The hp confirmed once again that therapy resumed on the cycler for a few days as normal after this report; the kink in his catheter was discovered at a routine visit.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on an unused supply line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).